Event description:
Patient was revised to address poly wear and damage to the lip of the liner. Update rec'd 06/09/2015 - upon further review of the complaint by complaint analyst, it was noted the patient's liner had disassociated from the cup. The cup is being added to the complaint and reported at this time.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned femoral head and liner confirms disassociation of the liner and cup while implanted. Damage on the femoral head from contact with the cup also supports disassociation. In this case 4 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The complaint database search identified a previous report against lot 110665. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the unreturned acetabular cup. No product problem has been identified from this investigation. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.